Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/15/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed. Test strip UDI# (B)(4).

Event description:
Consumer complaint of e-0 error; test strip error. The e-0 error occurred with multiple test strips. When blood sample is absorbed. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2017 produced result of e-0 error when the blood sample was absorbed. Test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is less than one month ago. Adverse event not reported.